Event description:
International customer reported that the needle separated from the suture during surgery. The needle cannot be located; it is assumed to be retained. The surgeon lost both visual and tactile control of the needle. No adverse pt consequences are reported.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: user error caused the event. The user lost both visual and tactile control of the device during use.